Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
A maquet cardiovascular product trainer reported that the hemopro 2 toggle switch was getting stuck in the on position and had to force it to the neutral position. No pt effects were reported. The product will reportedly not be returned to maquet cardiovascular as it was discarded.